Event description:
Rptr alleged the customer was sweaty and incoherent when she attempted to test him using the advantage system. Rptr stated she was inserting a pre-dosed strip and obtaining an error on the advantage system, so she couldn't test him. Rptr stated she gave the customer orange juice and sugar twice to treat his symptoms. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.